Event description:
It was reported that the cartridge o-ring was not in place. The customer confirmed the o-ring was located on the pneumatic tap. There was no impact to customer's blood glucose level. Customer was able to resume insulin delivery after reloading the original cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.